Manufacturer narrative:
The insulin pump passed functional testing, including operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was programmed with multiple boluses and all registered properly in the daily totals history and also matched properly with the units left on the status screen noted. No bolus delivery anomaly noted. The insulin pump passed the displacement accuracy test. The insulin pump was received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was under delivering due to rise in blood glucose. Customer reported that insulin pump under-delivered when there was less than 20 units of insulin left. Customer's blood glucose was unknown. During troubleshooting, a bolus value was programmed and value was recorded in history. Insulin pump would be replaced per customer's request.